Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the string pulled out of an unspecified amount of tampons leaving the pledget inside her vaginal cavity. She had to manually remove the pledget. She did not seek medical attention and did not experience any adverse health effects.